Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to v.a.c.® therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the unit was not working properly and the patient's wound had deteriorated. On may 10 2016, the following information was reported to kci by the nurse: prior to the dressing change on (B)(6) 2016 the patient's wound was doing well with good granulation and had decreased in size. When the patient was seen on (B)(6) 2016 there was necrotic tissue and slough in most of the wound. The wound had also increased in size. The patient alleged the unit might have lost battery power over the weekend and turned off. The physician was notified and ordered the activ.a.c.® therapy to be placed on hold and the patient was placed on a wet to dry dressing unit next clinic visit on (B)(6) 2016. On jun 7 2016, the following information was reported to kci by the nurse: activ.a.c.® therapy was discontinued on (B)(6) 2016. On (B)(6) 2016, the physician ordered the patient to use santyl with the wet to dry dressing in order to remove the necrotic tissue and slough. With the use of the santyl the necrotic tissue and slough were removed. The patient's wound improved and has now met wound healing goals. On may 17 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on apr 14 2016 before placement with the patient. The device was delivered to the patient on (B)(6) 2016. The device was received in kci qe on 12-may-2016 for evaluation. The device was tested per qc procedures after placement and again passed qc inspection. The device passed the pressure accuracy checks and maintained pressure at 125 mm hg. In addition, the unit produced alarms as expected during standard qc alarm testing and did not produce any unexpected alarms therefore, the customer complaint could not be substantiated by kci quality engineering.